Event description:
A malfunction was reported on the customer's pump. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support to reset the pump, after which the malfunction did not recur. The customer was informed to continue using the pump and advised to call back if any issues reoccur.